Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the injector had presented failures in its operation despite the lubrication indicated and carried out, it gets stuck, having to apply force when handling which can cause damage during the procedure. Description of the event in the complaint form was lens injector gets stuck when rotated. Additional information has been requested and received stating that, on december 14 (first error) where support was requested to know if it could be lubricated, it failed again on february 6, getting stuck. Event occurred at the beginning, material functionality was reviewed and it was decided to use a second injector because it did not rotate. It was not used on the patient, which is why no laterality or adverse event is declared. No memory foam was used to avoid lens loss since the problem was detected before use. Additional information has been requested and received stating that the injector was not used at any time on the patient since it was tested before using it on the patient and when its malfunction was detected, it was indicated that it should be provided another to safely carry out the procedure, when the representative was reported that it had failed, he gave some recommendations such as lubrication but it was not necessary to report the failure. Number of injectors involved was 1.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the lens injector getting stuck when rotated; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).